Event description:
Upon receiving additional information of the reported event, it was determined to be not reportable as this product was not involved in the event. The initial report should be voided.

Manufacturer narrative:
Upon receiving additional information of the reported event, it was determined to be not reportable as this product was not involved in the event. The initial report should be voided.

Event description:
It was reported that approximately thirteen years post-implantation, the patient underwent a revision due to pain, swelling, stiffness, osteolysis, pseudotumor, and elevated metal ions. During the procedure, a large amount of metal stained fluid was seen. A moderate periarticular pseudotumor was debrided. The head was exchanged with a polyethylene articular surface without complications. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2024 - 00304; 0001825034 - 2024 - 00305; 0001825034 - 2024 - 00307. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.